Manufacturer narrative:
The complaint received involves three devices, two healix br 4.5 mm anchor w/orthocord from same lot and one healix br 5.5 mm anchor w/orthocord. Despite multiple requests sent out for device return, all the complaint devices were not returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted on both the lots to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that both the batches of product were processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for these lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10482, 1221934-2017-10483, 1221934-2017-10484.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2017-10482, 1221934-2017-10483, 1221934-2017-10484.

Event description:
The affiliate reported via email I declare that we used 4 healix 4.5 anchors and 1 healix 5.5 anchor. Even sticking, two 4.5 anchors and one anchor 5.5 broke during introduction into the bone.